Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. Unit was received with cracked case at display window corners, battery tube threads, and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The buttons on the insulin pump were unresponsive. Customer's blood glucose level was 261 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.